Manufacturer narrative:
Unit received with blank display due to missing battery tube. Unable to perform testing due to missing battery tube. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corners, cracked belt clip slot, and stained end cap sticker.

Event description:
It was reported that the customer was changing the battery when the chamber came out. Her blood glucose level was 143 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.